Manufacturer narrative:
H3 other text : service by third party service center.

Event description:
Will not power on.

Manufacturer narrative:
Previously not captured b5 verbiage, now capturing b5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient allege will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped.